Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/25/2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit declared a proximal pressure line disconnect alarm. The device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 20feb2019, date rec¿d by MFR : 13feb2019. The philips field service engineer (fse) ran the unit and performed further troubleshooting; however, no abnormalities were found. The fse performed functional testing and the unit passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.